Event description:
It was reported that pump displayed malfunction alarm code 15 while customer was at boat cruise party and there were no notable events before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer initially delayed troubleshooting due to lack of charger and noisy environment, then later contacted technical support, received instructions to reset pump, successfully performed pump reset, confirmed pump was working properly, and was advised continuing use and call back if malfunction alarm occurred again.